Manufacturer narrative:
Product ID: 3986a, lot# n284755, implanted: (B)(6) 2012, product type: lead. Product ID: 3986a, lot# n246277, implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was originally reported that the patient experienced stimulation in the wrong location. The impedance measurements were greater than 10,000 ohms with 4-7 and 12-15. A1: 0+1+2-3- r220pw4403.0v and 35ohms a2:8-9-10+11+ r220/pw 450 .6v and 610 ohms. She had stim in her back but wanted to capture her legs. It was found that her device could only be programmed with 0-3 and 8-11. The patient was due back (B)(6) 2012. It was later reported that the impedance measurements were still greater than 10,000 ohms. One lead was completely out, all impedances were high, and then the other lead was intact. The patient had been receiving ineffective therapy. She was on a lot of pain medications and had been suicidal. For over a year, she felt she was going crazy because no one was listening to her when she said the stim was not helping her. She felt like she was being perceived as a drug seeker, was depressed and could not exercise. . The stim was so high she felt she was being electrocuted. Overall she was in a lot of pain and had not been doing well. During an appointment with her neurosurgeon, it was discovered that the leads were setup incorrectly. The leads had been misnumbered. The leads were setup as 0-3 and 4-7 when they should have been 0-3 and 8-11. As soon as the numbering was fixed the impedances were all fine and the device was programmed to achieve effective therapy. The patient was in tears and questioned why for over one year this had not been caught by others. She almost had surgery due to this numbering issue.